Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery when removing the graft from the patient¿s thigh the dermatome did something weird and it left a gouge in the patient¿s thigh. The patient will have a permanent scar. No additional adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On (B)(6), 2017, it was reported that the device gouged the patient during surgery on (B)(6), 2017. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on (B)(6), 2017 revealed the control bar was not at the correct setting; the master blade extended beyond the control bar. The motor speed was at the low end of the specification. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event ¿that the device gouged the patient during surgery¿ was confirmed since during initial inspection it was revealed that the control bar was not at the correct setting; the master blade extended beyond the control bar. It was also revealed that the motor speed was at the low end of the specification. The root cause that the device gouged the patient during surgery cannot be specifically determined with the provided information. The issue was resolved with the replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information received confirmed that the graft was not usable and an additional graft was required.